Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13647 . It was reported that a patient was prescribed a cardiac monitor due to feeling symptoms. The patient then presented with cardiac pause episodes at a later date. Patient also had some discomfort in their heart area. Further investigation found that the patient's pacemaker was exhibiting pacing inhibition due to either far p-wave over-sensing or cross-talk over-sensing occurring. The patient's atrial lead also exhibited noise over-sensing leading to inappropriate automatic mode switch episodes. The devices were reprogrammed appropriately. Patient was stable after the event.